Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was over 500 mg/dl; cause was unknown. Customer reported they had ketones and experienced diabetic ketoacidosis. Customer reverted to an alternate pump to address elevated bg's, and a recommendation was made for the customer to discuss bg levels with healthcare provider.